Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and subsequently shut down. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 567 mg/dl with a moderate ketone level identified as dangerous by healthcare provider; cause was unknown. Reportedly, customer required assistance from healthcare provider to treat bg level via a manual injection. The customer reverted to an alternate method of insulin therapy.